Event description:
The user facility reported that a patient with a impella 5.5 for support during a cardiac high-risk procedure. It was noted that there was difficulty coming off of cardiopulmonary bypass when impella 5.5 was placed via direct aortic access utilizing trans-esophageal echo for optimal position. Impella was started, however failed after approximately one minute. Multiple aic (console) alarms show impella stopped. Retrograde flow/impella stopped. Motor current high/ impella stopped. Controller failure. The console was exchanged prior to removing the device. The same alarms presented on the new console. It was then the device was explanted and a new device was opened, prepped, and implanted. Normal functionality with the new device. Surgery successfully completed.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of pump stop has been completed. Thrombus was added based on the investigation. Pump stop: the pump was running for about 5 minutes and there were no issues with motor current or placement signal (ps). There was a then a sudden large motor current spikes followed by a high motor current pump stop. The pump was attempted to be restarted but would not. The returned product revealed a large chunk of hardened biological material under the bottom of the impeller. The biological material was removed and the pump ran without issues. Based on the data logs and returned product, the root cause of the pump stop is most likely related to biomaterial. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.